Manufacturer narrative:
(B)(4). Pump received with no down and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test and unexpected low suspend anomaly due to buttons not responding.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 140 mg/dl and sensor glucose was 80 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.